Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one shock and a review of the episode was requested. Technical services (ts) was consulted, discussed possible one to one conduction, atrioventricular nodal reentrant tachycardia then ventricular tachycardia (vt) with intermittent t wave oversensing. The shock converted the arrhythmia. Technical services (ts) recommended reviewing with physician for diagnosis and to see if they want to change anything with programming or medically. This s-ICD system remains in service. No additional adverse patient effects were reported.